Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage of middle of life 1 in storage mode. It was not implanted, and will be returned for analysis.